Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was explanted due to sound quality issues and poor battery life. The recipient was reimplanted with another cochlear device. No further details will be provided. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.